Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the hook started to make a scratch noise then instrument error 5 came up and could not be rectified. There was no reported patient consequence.